Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4). The patient¿s weight was (B)(6). The patient¿s medical history included low back pain due to a low back injury in 2004; a previous synchromed ii pump model 8637-40 was implanted on (B)(6) 2004 followed by implantation of a replacement synchromed ii pump implanted on (B)(6) 2010 (current pump). Regarding medical history, the patient was also noted as having been implanted with the following devices: restore prime (neurostimulator) model 3771 (implanted (B)(6) 2006), pisces quad percutaneous lead model 3487a-33 (implanted (B)(6) 2003), stretch-coil bifurcated extension model 3708260 (implanted (B)(6) 2006), quad low profile extension model 748925 (implanted (B)(6) 2003), and synergy model numbers 3550-09, 7427, and 7435 (implanted (B)(6) 2003). On an unspecified date in 2004 (reported as with pump implantation), the patient started treatment with compounded baclofen 750 mcg/ml. Concomitant products included oxycodone ir 30 mg once every 4-6 hours as needed orally. On an unspecified date, the patient¿s treatment included compounded baclofen 750 mcg/ml at 149 mcg/day, for the off-label indication of ¿to control the muscle spasms/tightness in the patient¿s back around implanted low back hardware.¿ on an unspecified date, the patient¿s treatment was increased 17% to compounded baclofen 750 mcg/ml at 175 mcg/day. On (B)(6) 2016, motor stalls had occurred with the patient¿s pump. As of (B)(6) 2016, the physician reported that the patient¿s pump was functioning well. It was noted that on (B)(6) 2017, the physician clarified that the patient's symptoms of withdrawal were severe itching, ¿panic attacks,¿ increased muscle tightness, and spasming. These withdrawal symptoms had resolved with replacement of the pump. As of (B)(6) 2016, the patient had not required any hospitalization. No additional information was provided.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found gear train anomalies of stall due to shaft bearing and corrosion, wear or lubrication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a manufacturer representative (rep) regarding a patient receiving fentanyl 1250mcg/ml for a total dose of 521.6mcg/day, hydromorphone 30mg/ml for a total dose of 12.5mg/day, and compound baclofen 750mcg/ml for a total dose of 312.98mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 a motor stall was seen at initial interrogation and patient did not recently have a magnetic resonance imaging (MRI). Rep stated today she was assisting with pump replacement and when interrogating the pump, the pump had a motor stall which occurred on (B)(6) 2016, tube set on (B)(6) 2016, motor stall recovery on (B)(6) 2016, and another motor stall on (B)(6) 2016 with no recovery. It was stated no electromagnetic imaging (emi) or magnetic interaction. It was noted patient was traveling during the early motor stall and then was seen by healthcare professional (hcp) when back in the states and a single bolus was given after the current motor stall. Rep was wondering if the bolus was delivered and it was discussed with the pump being in a active motor stall the bolus would not be given. It was stated the patient did have withdrawal with the motor stall and was currently being treated with oral pain medication. It was noted there was an pump status and/or event log reported motor stall occurred, an active motor stall, and a motor stall and recovery. It was reviewed to consider pump replacement, which was noted to be replaced today ((B)(6) 2016). It was later reported hcp tried to give patient a bolus in the office thinking it would jumpstart the pump. It was noted the logs were read and pump was replaced on (B)(6) 2016. It was stated the reason for the pump replacement was due to motor stall and end of life (eol). The cause of the motor stalls was unknown. It was unknown if the withdrawal symptoms was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.